Event description:
It was reported that the plaintiff underwent a medically indicated revision surgery of the left hip on (B)(6) 2021 due to progressive pain, elevated metal ion levels, metallosis and osteolysis caused by metal debris. During the revision surgery, the femoral head was explanted the metallic cup was retained. The plaintiff´s primary left bhr surgery was performed on (B)(6) 2008. The current state of health of the patient is unknown.

Manufacturer narrative:
H10: additional information in a2, a3, b5, b6, b7, d1 and d4. H11: corrected data in b3, e1 and g2.

Event description:
Us legal. It was reported that the plaintiff underwent a medically indicated revision surgery of the left hip on (B)(6) 2021 due to progressive pain, elevated metal ion levels, metallosis and osteolysis caused by metal debris. The plaintiff´s primary left bhr surgery was performed on (B)(6) 2008. The current state of health of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to progressive pain, elevated metal ion levels, metallosis and osteolysis caused by metal debris. During the revision surgery, the femoral head was explanted the metallic cup was retained. As of today, the implanted cup used in treatment is not accessible for testing. A review of the historical complaints data for the acetabular cup was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the acetabular cup. However, as the device is no longer sold, no action is to be taken. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. It should be noted the delay in the revision surgery cannot be ruled out as a contributing factor to the reported clinical reactions/events. It should also be noted the revision operative report noted, well fixed components and wear of the poly liner, but did not note the reported metallosis. However, the reported poly wear cannot be confirmed as the implantation report does not indicate a poly liner was originally implanted nor is implantation of a poly liner with the initial head and cup possible. The reported pain with popping, grinding, locking, giving way, and stiffness may be consistent with the mechanical impingement of the native femoral neck on the acetabular component and/or the loosening of the acetabular component with osteolysis. However, with the information provided the clinical root cause of the reported clinical reactions/events cannot be confirmed. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. A2, d4, h6, h10

Manufacturer narrative:
H3, h6. It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have been requested for this complaint but have not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, elevated metal ion levels, metallosis and osteolysis) were associated with a mal performance of the implant. The patient impact cannot be determined at this time. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive physical activity levels and loosening of the components, increasing the production of wear particles, accelerating damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal reference number: (B)(4).